Manufacturer narrative:
The subject report did indicate whether or not infant was a term infant, i.e. At least 34 weeks gestation. The subject report does indicate the mity vac pump and the subject extractor appear to function properly. A "pop off" may occur when traction is misaligned or too forceful. With each "pop off" the fetal scalp should be examined for trauma. A subgaleal hematoma is a fetal injury listed in the adverse section of the instructions for use. A copy of the instructions for use is included with this report.